Manufacturer narrative:
The insulin pump passed the displacement test, operating currents, self test and off no power test. No blank display or battery out limit alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported by the customer that their insulin pump had alarmed battery out limit and failed battery test. During troubleshooting, customer was asked if the device showed physical damage and customer stated it does not. Next, customer was asked if the battery compartment appeared damaged. Customer stated it does not. Afterwards, customer was advised to clean battery cap with cotton swab and reinsert batteries. Customer stated display did not return. Advised customer device is functioning properly and to monitor. Customer's blood glucose level was 76 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).